Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material on distal sheath, on the probe cover and on the adhesive of the distal sheath occurred because the device was not reprocessed properly due to leakage from the packing joint. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif-q150 operation manual chapter 3 preparation and inspection; instructions for use states the preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on distal sheath, on the prove cover and on adhesive of the distal sheath. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.